Manufacturer narrative:
E2: health professional - no. E3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and a leak at the face plate had been identified. The watertightness of the connector was defective. Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited air leakage from the connector faceplate section. There was no patient involvement.